Manufacturer narrative:
Service was dispatched on (B)(4) 2011. It is unknown whether repairs were performed however system performance was verified. A high sensitivity system check was performed to verify instrument performance and the results were found to be within instrument specifications. Although the instrument was repaired and returned into service, and the customer indicated that sample handling was a likely cause of this event, the root cause has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a cardiac troponin (accutni) result above the acute myocardial infarction (ami) threshold was generated on the access 2 immunoassay system for one patient sample. The accutni result was reported out of the laboratory. The patient was admitted to the hospital for observation after an initial diagnosis of chest pain and elevated cardiac enzymes. The customer indicated the elevated accutni result was not the primary reason for patient admission. A test of a redrawn sample on a subsequent day, on a different instrument, generated a lower accutni value within the normal reference range. Subsequently, the initial result was retested on a different instrument and the result matched the redrawn sample result. The result was a lower accutni value within the normal reference range. Quality control results were performing within customer established ranges at the time of the event and system checks during the timeframe of the event were meeting established specifications. The initial sample was collected in a becton dickinson sodium heparin tube with gel separator. The sample was centrifuged prior to testing. The sample appeared "normal" at the time of testing. The customer reported that sample handling most likely caused the event.